Event description:
The user facility in (B)(6) reported the tubing was blocked and required them to replace the pack to complete the surgery. No patient injury reported.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 2 of 2, see 1920664-2014-00111.